Manufacturer narrative:
Device passed functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. Device received with intermittent down arrow button due to flattened dome switch. No button error alarms noted. Device received with cracked case at display window corners and minor scratched lcd window. (B)(4).

Event description:
Customer reported a button error on his insulin pump. The down button is unresponsive. Customer's current blood glucose is 219 mg/dl. He stated, he fell out of bed yesterday because his blood glucose was 26 mg/dl. He woke up with paramedics trying to bring his blood glucose up. He fell on the insulin pump. He replaced the battery, but the button error persists. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.